Manufacturer narrative:
Additional information received from the customer stating the mold was found inside the syringe. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. A brownish colored foreign matter was embedded in the wall and finger flange area of the syringe barrel, most likely caused from degraded plastic material that broke loose from the barrel screw during the manufacture of the syringe barrel. Upon visual analysis of the discolored section of the syringe, the foreign matter can be observed as being brownish in color, flat, and smooth texture. These characteristics are not consistent with those of mold which is typically raised, sporous, and having almost a cotton-like appearance. As a result of a thorough investigation and product analysis, the following has been determined: given the representative sample provided as evidence, one (1) inclusions in molded plastic components can be confirmed. The total lot size of the production lot associated with this report is unknown. Therefore, the exact accept/reject criteria per aql (acceptable quality limits) cannot be determined. However, for a typical lot size of 150,001 ¿ 500,000 pieces, the accept/reject criteria for a random 200-piece sample would be to acceptance at 21 deficiencies and rejection at 22 deficiencies. Given that only one (1) issue was identified and confirmed, the overall lot would most likely be accepted per established quality specifications. The reported customer complaint is confirmed. A root cause could not be determined. The most probable root cause for imbedded degraded plastic material would be during the molding process. A quality alert has been initiated to communicate this issue to the manufacturing team. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
No lot number was provided. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, the manufacture of all molded components is conducted within a validated process inside a controlled manufacturing area. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications and are visually and physically tested for adherence to the quality inspection standard. If problems were detected during processing, non-conforming product would be identified and segregated. Molding, printing, assembly, and packaging machine maintenance requirements are documented. Records of maintenance activities are maintained. Procedures and standard work instructions exist for the set-up, operation, and maintenance of the molding machines and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. Operators are instructed to inspect all product used for regrind activities for potential contaminants such as color, rubber tips, cannula, or inclusions to assure it is clean before regrinding. Additionally, all shop orders are visually and physically inspected during the molding and assembly process. The total lot size of the production lot associated with this report is unknown. Therefore, the exact accept/reject criteria per aql (acceptable quality limits) cannot be determined. However, for a typical lot size of (B)(4), the accept/reject criteria for a random (B)(4) sample would be to acceptance at 21 deficiencies and rejection at 22 deficiencies. Given that only one (1) issue was identified and confirmed, the overall lot would most likely be accepted per established quality specifications. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. One (1) packaged sample was received for evaluation. A complete inspection was performed. Visual inspection observed a brownish colored foreign matter embedded in the wall and finger flange area of the syringe barrel. Inclusions in molded plastic component were confirmed. The most probable root cause for imbedded degraded plastic material would be during the molding process. It is likely that the plastic material broke loose from the barrel screw during the molding of this part. The reported customer complaint is confirmed. A root cause could not be determined. The most probable root cause for imbedded degraded plastic material would be during the molding process. A quality alert has been initiated to communicate this issue to the manufacturing team. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that they received a syringe with mold. Additional information received from the customer states the mold was found inside the syringe.